Manufacturer narrative:
Information referenced the main component of the system and other applicable components are: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: catheter. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: catheter. Additional information determined that the (B)(4) no longer applies and has been updated. Also the (B)(4) also applies to the event.

Event description:
Additional information was received from the healthcare provider on 2016-03-10. At the time of the event the patient was also taking norco, florinef, zofran, relefan and valium. The patient did not have any known drug allergies. The reason for the catheter replacement was that the patient complained of intermittent worsening of spasticity; x-rays were normal and catheter port accessed with no abnormalities and no changes with dose increases. Additional information was reported by the consumer on (B)(6) 2016. The patient reported that their catheter had been leaking.

Manufacturer narrative:
Other applicable components are: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: catheter. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider and consumer via a company representative in regards to a patient who was being treated with 344 mcg/day of lioresal intrathecal (2000 mcg/ml). The lot number was unable to be obtained. The indication for use was listed as cerebral palsy and intractable spasticity. Per the patient, she had experienced an increase in weakness and some spasticity return. There were no reported withdrawal symptoms. The patient's daily dosage was decreased to 150 mcg/day per a physician. There was no troubleshooting performed, but the physician did explant the catheter (models 8598 and 8596 sc) on (B)(6) 2016 and implanted a new catheter. Per the physician, there was a small segment of the 8596 sc left in the right flank area that included the pin and clear and opaque boots as she was unable to "respect it at explant." The issue had resolved and the patient was alive without injury as of the date of this report. It was planned to return the catheter to the manufacturer; however, the hospital was in possession of the catheter at the time of this report. The patient was admitted to the hospital after explantation and reimplantation of the catheter on (B)(6) 2016. The physician was going to adjust the intrathecal dosing during hospitalization. Information regarding additional medications taken at the time of the event, medical history, information regarding why the catheter was replaced, and diagnostics/interventions performed has been requested. Should additional information be received, it will be reported in the form of a follow-up report.